Event description:
It was reported; the subject device did not let fluid go through syringe to needle as intended when needle deployed. The issue was found during a diagnostic cystoscopy with botox injection to bladder procedure and was completed using a similar device. No patient harm was reported by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device was returned to olympus for evaluation/inspection. Based on the results of the investigation, the did not let fluid go through syringe to needle as intended when needle deployed was identified. It is likely the result of component failure; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.